Event description:
Related manufacturer reference number: 3006705815-2022-00998. It was reported the patient is unable to set the ipg to MRI mode. Diagnostics discovered one of the patient's leads had multiple contacts with high impedance and a suspected lead fracture or disconnected. Surgical intervention may occur to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated.